Event description:
It was reported that one year and 216 days following a coronary artery drug eluting stenting treatment procedure, there was thrombosis. The target lesion was located in an 80% stenosed segment of the mid right coronary artery (rca). The lesion was predilated using a 2.5x15mm maverick balloon inflated to 6 atms for 30 seconds. A 3.0x24mm taxus express2 drug eluting stent was deployed at 11 atms for 30 seconds. There were no patient complications noted and the patient status was stable following the procedure. One year and 216 days following the index procedure, the patient presented with acute myocardial infarction, which led to the discovery of thrombosis at the level of the stent. The physician treated the thrombosis by deploying two taxus express2 stents sizes 3.0x24mm and 3.0x12mm. There were no patient complications noted during this procedure and the patient condition was reported as ok. In the opinion of the physician the thrombosis was stent related. It was reported that the patient had stopped taking plavix several months (it is unknown exactly when) after the initial procedure.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.